Event description:
It was reported that the phaco tip broke off in the patient's eye. It was removed by the physician. No injury to the patient or adverse event was reported.

Manufacturer narrative:
The used device has been returned; however, a device analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.